Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated. The glidescope avl video baton 3-4 passed all tests with no fault encountered. The glidescope avl monitor passed all tests.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the monitor was flickering, noisy or white. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.